Event description:
It was reported "caller states she is caring for a PICC. Caller states she is giving an antibiotic and blood is coming back into the tube. Caller asking if she should stop the antibiotic. Caller has a paper that says it is a powerpicc but does not have a product code. Caller found an (800) number on the powerpicc paperwork and states she will call it. Caller disconnected. "Asked caller to clarify if the blood is backing up in the PICC line or into the antibiotic bag. Is the antibiotic being infused via an IV pump? Caller hung up before being able to assist with troubleshooting."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. .